Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen that making it hard to see and had random missed bolus alert. The customer stated that buttons was less responsive and harder to push, had crack in the casing. Customer stated that insulin pump miscalculates incorrect insulin amount and had undeliverable message when insulin was delivers. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.